Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at the follow-up on (B)(6)2023, the occurrence of oversensing was observed on the ECG monitor due to noise in both the atrium and ventricle. Even after that, when checked, the same episodes occurred. A temporary pacing will be applied, and then the ventricular sensitivity will be down to continue use. According to the information, the patient was elderly and dementia was progressing, and it seems that she had no subjective symptoms. The physician is considering measures to avoid re-intervention as much as possible. A chest x-ray photo was not available. Implant date (B)(6)2016: pm: kora 250 dr(B)(4) , a: beflex rf45d (B)(4) , v: beflex rf46d (B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, at the follow-up on 2023-01-01, the occurrence of oversensing was observed on the ECG monitor due to noise in both the atrium and ventricle. Even after that, when checked, the same episodes occurred. A temporary pacing will be applied, and then the ventricular sensitivity will be down to continue use. According to the information, the patient was elderly and dementia was progressing, and it seems that she had no subjective symptoms. The physician is considering measures to avoid re-intervention as much as possible. A chest x-ray photo was not available. Implant date ((B)(6) 2016): pm: kora 250 dr ((B)(6)), a: beflex rf45d ((B)(6)), v: beflex rf46d ((B)(6)).